Manufacturer narrative:
(B)(6). Investigation summary: the alleged defect could not be identified or confirmed and a root cause could not be established as no units or photos were provided for observation of testing of this incident. Without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system tubing was "pulling apart at the y".